Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) laparoscopic lobectomy, after loading the instrument and closing for test like it was described on the instructions for use, the instrument fired by itself and showed a cross marked handle on the display. Another handle was used to complete the case. There was no patient injury.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) laparoscopic lobectomy, after loading the instrument and closing for test like it was described on the instructions for use, the instrument fired by itself and showed a cross marked handleon the display. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no indications of any unexpected firings in logs. The reported condition of handle error was due to motor test failure. Analysis of system logs 160 onwards shows multiple evidence of field-programmable gate array (fpga ) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of fpga reset/reprogram failure that has no relationship to the reported condition. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. If the fpga is unable to reset and a motor move is commanded, such as motor test at initialization, the result is power pack error. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.